Event description:
A report was received that a pt was having charging and communication issues with her implant after gaining weight. A boston scientific rep determined that the pocket was too deep and the ipg was at an angle to the skin surface due to skin folds. A pocket revision has been recommended. The pt would be re-implanted with a new precision spinal cord stimulator.